Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000577, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: bi71000230, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: bi71000576, serial/lot #: -, ubd: unknown, UDI#: unknown .a medtronic representative visited the site to evaluate the equipment. The rep found a small electrical arch between booster board and connected igbt module. The rep replaced the supply board and starter board due to intermittent nature of complaint. System checkout performed. Additional system service was performed. The booster board and connected igbt showed evidence or arcing. The rep replaced the starter and supply due to nature of complaint. System checkout was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system started beeping again. The site shut it down  and restarted it. Once rebooted, it starting beeping. They did not notice any lights flashing. It was just making the beeping noise. No error codes appeared on the system, as well. It did not let them get passed "initializing please wait." It would not "let the fluoro." There was no patient involved. It was noted that this is the 3rd occurrence of this issue. Additional information was received. It was reported that the foot switch was not used.

Manufacturer narrative:
D9/h2/h3/h6: the supply board (product ID: bi71000577, lot #: s1812cuj rev. G) was returned and analyzed. It was reported that the complaint was unable to be confirmed. When installed in a test system, the system booted. Motion, x-ray and communication all readied multiple times. Several 2d and 3d images were successful. No fault was found. The starter (product ID: bi71000576, lot #: s2038gke rev. C) was returned and analyzed. When installed in a test system, the system readied and booted multiple times without issues. Several 2d and 3d images were performed and were successful. No errors were observed while testing. The booster board (product ID: bi71000230r, lot #: s2030xjl rev. B) was returned and analyzed. When installed in a test system, the system booted and readied on each power cycle. Motion, communication and charging were successful. Multiple 2d and 3d images were acquired and also successful. The system powered on as expected and remained on and functional while under test. No problem was found. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.